Event description:
Patient had device implanted on (B)(6) 2004 with ive filter placed at same time. Following the procedure, the patient developed pericardial bleeding thought to be due to perforation of the heart. He underwent mediastinal explantation and release of cardiac tamponade. Patient discharged on (B)(6) 2004. Patient has been seen in physician's office twice since the procedure and is stable and recovering. The physician released him to full work duties on (B)(6) 2004 with some restrictions on how much weight he should lift. Patient did not show up for follow-up visit on (B)(6) 2004, but stated he was having no complications and reported no further adverse events.